Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized around (B)(6) 2016. Customer reported that high blood glucose was due to underestimating carbs for homemade food at a family gathering; customer's blood glucose was already low. Customer was vomiting excessively. Customer was taken to the hospital. Customer had slight diabetic ketoacidosis and gastroparesis. Customer was hospitalized for two days and two nights. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization.